Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll approved service provider. Review of the device log shows presence of a lead-fault message and artifacts. This appears to be caused by poor connections between the ECG components, not a device malfunction. The device passed full functional testing with no issues found. Analysis of reports of this type has not identified an increase in trend.